Event description:
It was reported that during the procedure the patient suffered hypotension which was successfully treated. The start date was in 20055, and stop date was thee days later. Condition was not pre-existing and it is unknown if it was product related. Action/treatment was vasopressors/inotropes. The event resulted in new/prolonged hospitalization and the patient outcome resolved.